Manufacturer narrative:
One 8.5f braided swartz introducer and a transseptal dilator were received for evaluation. The introducer was tested for leaks using pressure and submerging the introducer in water; a leak was detected at the valve. The hemostasis cap was removed and the 2 part seal was examined, which revealed a round hole in the top half of the seal system, which caused the leak. Review of the device history records confirmed this lot met manufacturing requirements prior to shipment. The root cause classification is consistent with use/user error. The IFU states: "insert the dilator fully into the transseptal sheath. Prepare the brk transseptal needle. Then insert the needle into the dilator." The needle should not come into contact with the hemostasis seal, but instead should be inserted into the assembled dilator/introducer.

Event description:
It was reported after ending the ablation procedure, while removing the sheath from the patient, air advanced through the valve into the sheath. There were no consequences to the patient.